Manufacturer narrative:
H.6. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that three 21g x 0.75in (0.8 x 19 mm) aseptos experienced product damage/deformation and catheter adapter/connector/hub is cracked/broken. The product defects were noted during use. The following information was provided by the initial reporter: product showing a crack between the scalp connection and the tubing. (B)(6)2020 : contacting the customer by phone, it was informed that the event occurred on (B)(6)2010 , there was no damage to the patient / health professional, there is no report of leakage. The products were being used for infusion of chemotherapy. There are no samples or photos available for analysis.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three 21g x 0.75in (0.8 x 19 mm) aseptos experienced product damage/deformation and catheter adapter/connector/hub is cracked/broken. The product defects were noted during use. The following information was provided by the initial reporter: product showing a crack between the scalp connection and the tubing. On (B)(6) 2020: contacting the customer by phone, it was informed that the event occurred on (B)(6) 2020, there was no damage to the patient/health professional, there is no report of leakage. The products were being used for infusion of chemotherapy. There are no samples or photos available for analysis.